Manufacturer narrative:
This report is submitted on october 26, 2022.

Event description:
Per the clinic, the patient experienced an infection and skin overgrowth at the abutment site. The device was explanted on (B)(6) 2022.